Manufacturer narrative:
The insulin pump was received with blank display due to connector and or interface board broken solder joint. Battery out limit alarm and failed battery test alarm was not verified due to blank display. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed battery out limit, failed battery test and had blank display. Customer's blood glucose was unknown. Customer stated the insulin pump had few minor scratches on the screen, major cracking on battery compartment. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.